Event description:
Customer reported via phone, she had experienced high blood glucose of 422 mg/dl, treated with syringe. Symptoms were tired. Customer was recently admitted into the hospital due to no delivery alarms. Troubleshooting was performed for the no delivery alarms. Customer was advised to perform a fixed prime in the air and insulin didn't exit. Customer then was advised to disconnect the reservoir from the insulin pump and the reservoir at the quick release. Then to disconnect and reconnect, the reservoir and tubing, then manually push the insulin with the plunger, insulin exit. Manual prime was performed into the air, insulin exited and the device didn't alarm. Customer was advised the insulin pump was functioning as designed. Customer later reported on (B)(6) 2015 she had gone to urgent care because she wasn't feeling well. She had also noticed the insulin was cloudy on the device. Alarm hasn't reoccurred with the new insulin. Customer is not returning the insulin pump for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See manufacture report number 3004209178-2015-70653.